Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's labs were pertinent for acute kidney injury (aki) and elevated lactate dehydrogenase (ldh). The patient was admitted for workup of pump thrombosis. Imaging confirmed that the aortic inflow cannula had an 8 cm long area of deposition of a hypoattenuating material (15 hounsfield units). This may have represented thrombus versus pannus formation and resulted in approximately 40% stenosis of about the distal 2/3 of the aortic inflow cannula. A computed tomography (CT) scan and an orthotopic heart transplantation (oht) evaluation were performed. It was ultimately decided to have the pump exchanged from the heartmate ii (hmii) to heartmate3 (hm3). The patient was on an ungrounded cable due to driveline concerns. Log files were sent for review. The log file captured low speed advisory events on (B)(6) 2025 at 11:49 through 13:47 when the power module was used. It was noted that the driveline was disconnected on (B)(6) 2025 at 13:50. There were no further alarms noted in the remainder of the log. There were no short to shield concerns documented in past reports. The patient returned to the operating room for hmii to hm3 pump exchange on (B)(6) 2025. The hmii was dissected out and explanted. The hmii sewing cuff was left in place, with about 0.5 cm cut from silastic sleeve. Upon hmii removal and examination, the surgeon removed bio-debris from between the hmii outflow graft and the bend relief. The hm3 was inserted and secured with 2 sterile banding straps and additional ligature. A piece of the hmii outflow graft was left in place and a graft-to-graft anastomosis was done with the hm3 outflow graft. The pump would be returned to abbott for analysis after review by internal pathology team.

Manufacturer narrative:
Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the report of suspected thrombus and biodebis between the heartmate ii outflow graft and outflow graft bend relief could not be confirmed through this evaluation. Further, review of the submitted low file confirmed yellow wrench advisory alarms associated with speed changes. Although a specific cause could not be conclusively determined as no product has yet been returned for evaluation, based on previous complaint history, the atypical pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. Evaluation of the submitted log file also confirmed a driveline disconnect event which resulted in a pump stop; however, a specific cause for the driveline disconnect could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction, elevated lactate dehydrogenase (ldh), and possible pannus formation could not be conclusively established. The submitted log file contained events and data from 05jun2025 to 30jun2025. Low speeds associated with decreases in pump power and estimated flow alongside yellow wrench advisory alarms were captured on (B)(6) 2025 while the system was connected to a grounded power source (the power module). Additionally, a pump stop associated with a driveline disconnect was observed on (B)(6) 2025. No other notable events were captured. It was reported that the pump will be returned to abbott for evaluation after review by the internal pathology team; however, as of (B)(6) 2025, heartmate ii lvas, serial number (B)(6) has not returned for investigation. If the device is returned at a later date, this file will be reopened to document the investigation of the device. Multiple attempts were made to obtain additional information regarding the reported event and product return; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis and renal failure, that may be associated with the use of the heartmate ii lvas. Section 1 also provides an explanation of pump parameters, including pump speed, power, and flow. Section 2 of the IFU, ¿system operations¿, warns that at least one system controller power cable must be connected to a power source at all times. This section also states, ¿ensure that the patient understands the importance of having a caregiver present during system controller exchange if at all possible, and that all labeling instructions are followed, including calling hospital contact if instructed¿. Section 3, ¿powering the system¿, provides instructions for exchanging power sources under ¿switching power sources¿. Section 2 of the patient handbook, ¿how your heart pump works¿, provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures", cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, "patient care and management," explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section outlines the recommended anticoagulation therapy and international normalized ratio range. Section 6 also outlines indications of pump thrombosis, as well as how to respond to such events. Sections 6 and 8 of the IFU, ¿equipment storage and care¿, as well as sections 4, ¿living with the heartmate ii¿, and 6, ¿caring for the equipment¿, of the patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These sections also address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, as well as the appropriate actions associated with them. Furthermore, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.